Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous middle left anterior descending artery (lad). The lesion was pre dilated with an unknown manufacture's balloon catheter. A promus element, mr 2.50 x 16 mm stent, failed to cross the lesion. The promus element stent was removed from the patient and the edge of the stent was noted to be damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).